Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with infusion set leak. The customer's blood glucose level at the time of incident was 109mg/dl. The customer states their reservoir worked fine and believes the tubing was the issue, or possibly the pump. The customer states they did not receive any alarms. The customer did not wish to troubleshoot at this time. The customer states they would call back at a later time.